Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states: during use, the one way valve (white part) of the joint part between the inflation line and the syringe penetrated into inside. The information provided suggest that a replacement tube was required.

Manufacturer narrative:
Nonconformance investigation was performed on one returned sample of a taperguard endotracheal tube received for evaluation, and no lot number was provided. A visual inspection was performed, and no anomalies or damages were observed in the pvt valve. The white part of the valve was pushed and released in several occasions, and it was observed that the component did not get stuck. The customer reported failure mode was not verified in the received sample. (B)(4).